Event description:
Reportedly, in 1998 an intestinal operation was performed at the user facility. On that occassion a stapler was used (auto suture roticulator 55 4.8) during the procedure. Because the stapler did not function properly, the patient had to have a colostomy.